Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.

Manufacturer narrative:
Supplier evaluation revealed: we were unable to duplicate customer complaint. Unit was tested for power output numerous times over a period of several days. No issues were observed. Unit was fully operational on receipt. Unit requires updates (sw on controller and audio & hw on audio board). Fix: replaced worn rf output jacks. Unit requires updates (sw on controller and audio & hw on audio board). Retested unit, unit passed on final acceptance test. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The level of power output of the device got higher without control. The device had been repaired in (B)(4) 2012 because of the same failure. The re-repair is needed. No surgical delay or adverse consequence was reported.